Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected. A tomography of the pelvis showed that the reservoir was empty. Troubleshooting measures were performed but were not successful. The ipp is currently implanted, and the replacement surgery is booked. There were no patient complications reported.